Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a pacemaker and a right ventricular (rv) lead showed rv loss of capture. Also, some under sensing of the atrial beats were observed due to functional blanking. It was suggested that the rv lead be evaluated further. The patient is highly rv-paced. Reprogramming efforts were performed. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a pacemaker and a right ventricular (rv) lead showed rv loss of capture. Also, some under sensing of the atrial beats were observed due to functional blanking. It was suggested that the rv lead be evaluated further. The patient is highly rv-paced. Reprogramming efforts were performed. The pacemaker has been explanted with a normal battery depletion (nbd) comment and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a pacemaker and a right ventricular (rv) lead showed rv loss of capture. Also, some under sensing of the atrial beats were observed due to functional blanking. It was suggested that the rv lead be evaluated further. The patient is highly rv-paced. Reprogramming efforts were performed. The pacemaker has been explanted with a normal battery depletion (nbd) comment and returned for analysis. No adverse patient effects were reported.